Event description:
On 1/27 - three hrs into dialysis treatment, pt complained of chills. Treatment terminated within 10 minutes. Blood rinsed back to pt. Symptoms subsided. Treatment restarted on same system again. Chills returned. Pt reinfused and treatment terminated. Dialyzer t101 3rd use reprocessed. On 1/29, pt dialyzed on same device - as treatment was initiated, a large blood leak was noted. Treatment terminated and restarted on new dialyzer - pt completed treatment without further difficulty.